Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the homechoice (hc) machine during dwell 4 of 4. The technical service representative (tsr) explained alarm and the home patient (hp) said that he has disconnected a few times during dwell without pressing stop. The tsr explained the disconnect procedure. The tsr assisted to retrieve the cassette. The tsr advised to notify the nurse of this event. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. The cause of the alarm was due to user error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).